Event description:
Per the clinic, the patient experienced migration of the receiver stimulator (rs) body, resulting in an inability to wear the n8 bte sound processor. The clinic also reported that the patient experienced infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). Attempts were made to reposition the rs body; however, this was not possible. Subsequently, the device was explanted (B)(6) 2025, under general anaesthesia and the patient was reimplanted with another cochlear device during the same surgery.